Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. In-clinic evaluation determined there was atrophy at the cuff site. The device was explanted and replaced with the cuff at a new site. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. In-clinic evaluation determined there was atrophy at the cuff site. The device was explanted and replaced with the cuff at a new site. No further patient complications were reported.